Manufacturer narrative:
Additional information was received which was not included with the follow up report. The information has been provided with this report. The insulin pump the delivery accuracy test.

Event description:
Customer reported via phone, she has been experiencing low blood glucose, has been treating with juice and it hasn't gone over 68 mg/dl. Blood glucose was 50 mg/dl currently was 160 mg/dl. Troubleshooting for high blood glucose was started and was stopped due device being replaced since damage was noted on the device. Customer mentioned the device had damage to battery cap since she received it, out of the box. Customer requested the device to be replaced and agreed to return the device.

Manufacturer narrative:
Testing of the insulin pump showed that it was functioning properly and passed all functional testing. Unable to verify battery cap damage due to pump received without the original battery cap. The insulin pump was received with minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.